Manufacturer narrative:
Per pre-decontamination evaluation of the returned 14fr sheath, a radial tip tear / horizontal tear was observed. There was stretching of the material on the vertical score line; however, no distal tip split was observed. A wisp of sheath liner at the distal end of the seam was observed, which was considered to be likely from material stretching. A liner tear 6.5inches from the distal tip was observed. The investigation is ongoing.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. During visual analysis it was observed, the sheath was fully expanded as designed, there was a liner tear starting 6.5 inches from the distal tip, there was a radial tear along the horizontal score line of the distal tip, there was a minor hdpe wisp at the horizontal score line, there was stretching along the vertical score line, there was scratches near the distal tip, and there was a liner wisp that is connected on both sides at the distal end of the liner tear near the sheath tip. All score lines were present on the distal tip. During dimensional analysis, the liner thickness was measured along the length of the tear and all measurements met specification. Due to condition of the returned device (distal tip tear and liner tear), no applicable functional testing was able to be performed. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. Review of lot history revealed one other similar complaint. A complaint history review on confirmed device complaints (returned and no product returned) from february 2020 to january 2021 revealed other similar complaints, but no edwards defects were identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system removal: completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Retract loader (if needed). Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Remove the suture securing the sheath. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. Do not re-advance the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Reinsert dilator into the sheath or have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal: some curvature of the sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. It is important to remember through the procedure to: initially insert the introducer sheath with the edwards logo facing up. Suture the sheath in place. Once completed, remove the sheath completely with the edwards logo facing up. Remove the sheath without torquing. Do not re-advance or reinsert the sheath at any time. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testings met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. The complaints for were confirmed per evaluation of the returned device. However, a manufacturing nonconformances was not identified. Evaluation of the returned device indicated that dimensional measurements were within specification. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the report, upon removal of the esheath, it was seen that the distal tip of the esheath was torn. Per evaluation of the returned device, the sheath distal tip was shown to be torn. This damage is characteristic of sheath tip tear events identified in a product risk assessment (pra). While a definitive root cause was unable to be determined, the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. A CAPA has been initiated to pursue potential process improvement activities regarding tip expansion which were identified during the investigation. Per the report, upon removal of the esheath, it was seen that there also was a sheath liner torn. Visual inspection of the returned device confirmed the sheath liner tear. Additionally, scratches were observed along the sheath shaft, indicating presence of access vessel calcification. Calcification can damage the exposed portion of the sheath liner, which could lead to immediate cutting/tearing of the sheath liner or the weakening of it. A weakened liner is more susceptible to tearing during advancement or retrieval of the delivery system. Available information suggests that patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The complaints for sheath distal tip torn and sheath liner torn were confirmed. However, no manufacturing nonconformance were identified during evaluation. A definitive root cause for the sheath distal tip torn was unable to be determined. The failure modes are likely related to improper expansion of the sheath tip during thv advancement. A pra and CAPA were previously initiated. Available information suggests that patient (calcification) may have contributed to the sheath liner torn event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in the (B)(6), a 26 mm sapien 3 ultra valve was implanted in the aortic position using transfemoral approach. Upon removal of the esheath from the patient, the distal tip of the esheath was found to be split and the liner was torn. The vascular access was sealed successfully. No patient injuries were reported. The patient outcome was good.